Event description:
It was reported that the doctor use a circular stapler during the operation. After firing, the instrument couldn't be withdrawn. The doctor stated the reason maybe that the knife of the device wasn't sharp enough, the tissue wasn't cut completely. "At last the anastomosis leak". The doctor sutured it. Extended o.r. Time. There was no patient consequence.